Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve, the delivery catheter system (dcs) could not unsheathe to deploy the valve. This occurred prior to valve deployment. The dcs was withdrawn from the patient, a kink was then observed on the dcs. A new dcs was used for the procedure. Of note, the patient's right ventricular outflow tract (rvot) was somewhat tortuous. No adverse patient effects were reported.